Event description:
The customer received questionable results for thyrotropin (tsh), total (free + complexed) psa - prostate-specific antigen (psa) and folate generation 3 (folate) for a total of five patient samples. Of the data provided, the results for tsh for three patient samples were discrepant and reported outside the laboratory patient sample 1 original tsh result was 0.06 uiu/ml and the repeat result was 1.60 uiu/ml. Patient sample 2 original tsh result on (B)(6) 2011 was 0.04 uiu/ml and the repeat result was 1.57 uiu/ml. Patient sample 3 original tsh result on (B)(6) 2011 was 0.04 uiu/ml and the repeat result was 2.02 uiu/ml. The repeat result on another cobas e601 was 1.97 uiu/ml. The user stated there was an analyzer alarm at the time the patient was tested, by could not provide further information. The user stated none of the patients were treated or affected in any way by the discrepant result being reported because the doctors questioned the values. The tsh reagent lot number was not provided. The field service representative found the customer was using 12 mm x 75 mm sample tubes which may have caused false liquid level detection and sampling problems. He checked the system and sample probe alignment. To verify the analyzer operation, he ran performance testing which was successful.